Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer states they were in the hospital due to pregnancy. The customer states they had been put on steroids and it has caused the customer's blood glucose levels to get high. The customer has treated with manual injections. The customer had run out of pump supplies and was requesting more. The customer was advised replacement set and reservoirs would be sent. The customer's blood glucose level at the time of incident was unknown. The customer states they would call back at a later to further troubleshoot.